Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 2 weeks after implantation. The doctor indicated that periodontal disease caused the implant removal. The patient has a history of diabetes and will require additional surgical intervention.